Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recv3888 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a single puncture in the basilic vein was performed successfully, with good progression of the guidewire. Performed anesthetic button and dilation of the vessel. When trying to remove introducer, it presented resistance and the tip of the introducer presented breakage. I take out the tip of the introducer. The physician guides to perform x-ray chest and mse.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of difficulties during venous access is confirmed; however, the exact cause is unknown. Two photographs of a microintroducer were returned for evaluation. An initial visual observation of the photographs showed the distal tip of the dilator was straight and flat with no taper and the shaft of the dilator was observed to be slightly curved. Use residue was observed on the samples in both photographs, and no damage was observed on the introducer sheath in either photograph. The alleged breakage of the guidewire could not be confirmed from the returned photographs; however, the damage observed on the tip of the dilator may have been caused by contact with the damaged guidewire or the guidewire may have been caught on the dilator tip during removal, potentially damaging both components. Other possible contributing factors of the observed damage on the dilator include steep insertion angle and sharp instrument damage. As a note, the product IFU states: "if the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to prevent the needle from damaging or shearing the guidewire." No further action is required as the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of recv3888 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a single puncture in the basilic vein was performed successfully, with good progression of the guidewire. Performed anesthetic button and dilation of the vessel. When trying to remove introducer, it presented resistance and the tip of the introducer presented breakage. I take out the tip of the introducer. The physician guides to perform x-ray chest and mse.